Event description:
It was reported that the device failed accuracy by +9.9 percent. Status of the product at the time of the event was during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device failed accuracy by +9.9 percent. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint confirmed through delivery accuracy test. Upon further investigation, found clock battery exceeds 1460 days, requires preventive replacement, air detector fails to detect fluid and will be replaced.